Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. The patient had previously been supported by an impella cp where no issues were encountered, and the medical team decided to escalate the patient to an impella 5.5 for continued unloading and planned for coronary revascularization. During the impella 5.5 implant, a right axillary graft was placed, and it was reported that there was difficulty advancing the pump through the graft into the artery and fluoroscopy was used to guide the pump placement. After the impella cp was successfully weaned and explanted, the femoral-to-femoral bypass which had been pro-actively placed for limb perfusion was removed and closed with two angioseals. It was reported that the patient had an episode of ventricular tachycardia and two episodes of atrial fibrillation with rapid ventricular response requiring defibrillation and cardioversion. Each shock converted back to normal sinus rhythm with perfusing pressure and pulsatility. The patient was transfused with cell saver blood and two units of packed red blood cells due to blood loss during graft placement. An echocardiogram was completed and the impella 5.5 position was reviewed. The medical team decided to not reposition the device and continue support and the patient¿s care plan was for revascularization and volume replacement. The following day, the medical team reported that repositioning of the pump would be attempted when the physician was available. Additionally, it was noted that the patient was placed on continuous renal replacement therapy and dialysis. On the third day of support, vascular surgery noted that they continued to monitor the impella site and believed there to be a venous issue at the impella access site. The impella 5.5 was conservatively being weaned, and one unit of packed red blood cells were transfused. The following day, it was noted that the patient¿s arm swelling slightly improved and pulses were confirmed. The arm progressively improved during support. The patient required re-intubation. The impella 5.5 was explanted via surgical wound closure. Pocket exploration and washout were performed, graft cut down to anastomosis and oversewn. The wound was closed with the drain left in place. The pump was successfully weaned and hemostasis was achieved. The pump was explanted successfully, and the explant was not performed earlier than planned as a result of the complication.